Manufacturer narrative:
(B)(4). One forcefx-8c was received at covidien for evaluation. The customer-reported condition was confirmed. The investigation found that when hot air was put into the area where the activation circuits are located, the equipment had very short periods where it would activate the cut and coagulation without keyed input. The investigation isolated the failure to the rf and audio footswitch boards but a root cause was not identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the forcefx-8c unit would activate both cut and coagulation modes without any keyed input when the unit was powered on. There was no patient involvement or injury. The customer indicated that no further information was available.